Event description:
During checkout and preparation of the 3100b for patient use, operators reported that the power (oscillatory amplitude) adjustment potentiometer assembly was "stripped", not allowing proper setup and calibration verification. There was no patient involved.